Event description:
The nurse reported to our sales rep that she was observing a surgery procedure and some distal misdrillings occurred. There was no delay, no adverse consequences reported, surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.